Manufacturer narrative:
A ge svc rep performed an onsite investigation. The generator circuit boards were reseated and a filament and generator calibration was performed. The sys was then found to be operating as intended. This malfunction way have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the sys displayed a filament regulator error message during a pt procedure. There is no report of pt injury associated with this event.